Manufacturer narrative:
Product event summary: lead was returned in segments, analyzed. Analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. Concomitant medical products: 419578 lead; 407658 lead, implanted: (B)(6) 2010. 407652 lead, implanted: (B)(6) 2006. This device was included in a field action, but returned product testing found the device did perform as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted prophylactically. The lead was returned to the manufacturer and, subsequently, tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.